Event description:
During a laproscopic spine procedure, it was reported all trocar seals leaked. More were opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID.